Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was not returned to the manufacturer for evaluation. Therefore, the investigation cannot be confirmed for the reported fracture, obstruction of flow and fluid leak. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium powerport products that are cleared in the us. The pro code and 510 k number for the titanium powerport products are identified in d2 and g5. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post port placement, the distal end of the catheter allegedly blocked. The device was replaced on later days. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to powerport titanium port that is cleared in the us. The 510k/PMA number and pro code is identified. As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date (04/2021).

Event description:
It was reported that post port placement, the distal end of the catheter was allegedly blocked. The device was replaced on later days. There was no reported patient injury.